Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio beep issue. Customer stated that she was not getting audio alerts and was experiencing high bg. The customer blood glucose level during the event was 208 mg/dl. Customer was using auto mode. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.